Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer called emergency medical services due to low blood glucose level. Customer stated that they had blood glucose level of 40 mg/dl and then emergency medical services when they got there customer had blood glucose level of 70 mg/dl. Emergency medical services did not treat customer. Customer was using auto mode. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed-unk.